Event description:
It was reported that they called to state that their arctic sun device was failing calibration for an 80 (water check time out - unable to reach calibration temperature) and not cooling. A check of the diagnostics showed that the mixing pump had failed. They stated they would order and replace that onsite. Per additional information via phone on 09jan2024, they confirmed mixing pump was received and repaired the device onsite. Device cooled without issue after repair and has been sent back to the ICU.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they called to state that their arctic sun device was failing calibration for an 80 (water check time out - unable to reach calibration temperature) and not cooling. A check of the diagnostics showed that the mixing pump had failed. They stated they would order and replace that onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A check of the diagnostics showed that the mixing pump had failed. They stated they would order and replace that onsite. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A check of the diagnostics showed that the mixing pump had failed. They stated they would order and replace that onsite. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they called to state that their arctic sun device was failing calibration for an 80 (water check time out - unable to reach calibration temperature) and not cooling. A check of the diagnostics showed that the mixing pump had failed. They stated they would order and replace that onsite.